Event description:
On (B)(6) 2015, I had my mentor textured implants replaced. During surgery, a rupture in both implants was discovered. He also discovered a lot of fluid around the right ruptured implant. The surgeon opened up the capsule inside my body which caused silicone to spill into my body. At the time he told me he cleaned the silicone out. He then implanted new mentor smooth silicone implants. On (B)(6) 2018 I had pain in my right armpit. During an ultrasound, they discovered large silicone granulomas with several small nodules in the armpits / lymph nodes. I have had off and on pain ever since. Also have about 25 other symptoms from fatigue, anxiety, muscle pain, gi issues, brain fog, heart palpitations, face and eye swelling, tightness in chest, joint pain, to name a few that I feel are related to my current silicone breast implants and free silicone from previous implant still in my body. Because of this, I have decided to explant which will take place (B)(6) 2020 to remove current implants, old capsules left behind and any silicone granulomas from previous rupture that are found and can be removed safely. FDA safety report ID# (B)(4).